Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and broken off end cap. (B)(4).

Event description:
The customer reported via phone call that their insulin pump case is broken. No further information was provided.